Event description:
Healthcare professional reported "insufficient information". Healthcare professional later reported "recall". Healthcare professional later reported "exchange due to the patient's concern with the product and unsure if patient has any capsular contracture issues". Patient later reported "fluid collection and painful". Healthcare professional reported "the fluid collection was diagnosed as a seroma and the bia-alcl test result is negative". This record is for the right side. The device has been explanted.

Manufacturer narrative:
Device analysis results: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: pain: unable to observe through visual inspection as it is a physiological phenomenon. Seroma-late: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (opening, creases, wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma-late.